Manufacturer narrative:
Additional information received: per the physician the cause of the migration was due to degenerative aneurysm dilation. The date the migration was first seen is unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown diameter abdominal aortic aneurysm. The proximal aortic neck diameter measured 26mm with a neck length of 8mm. It was reported on an approximately 4 years post the index procedure, intervention for migration of the endurant stent graft was completed with the implantation of 6 endoanchors and an endurant aortic cuff. Per the investigator the cause of the migration is undetermined. No additional clinical sequelae were reported and the patient is fine.